Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Manual compression was held for less than 30 minutes to achieve hemostasis. There were no reported injuries to the patient. The device was used in a diagnostic procedure in which a retrograde approach was made with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including a sheath insertion angle of 30-45 degrees. The access vessel had mild tortuosity but no signs of peripheral vascular disease. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Manual compression was held for less than 30 minutes to achieve hemostasis. There were no reported injuries to the patient. The device was used in a diagnostic procedure in which a retrograde approach was made with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including a sheath insertion angle of 30-45 degrees. The access vessel had mild tortuosity but no signs of peripheral vascular disease (pvd). A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position, fully covered by the sealant sleeves, and the sealant was exposed to blood. In addition, no damages were observed to the sealant sleeves assembly. Per functional analysis, an inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (although it was reported that the access vessel had mild tortuosity with no signs of pvd) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.